Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 2.25x24mm promus element plus was advanced for treatment but was not able to cross the lesion. Upon removal, flaring was noted on the distal portion of the stent. The procedure was completed with a different device. No patient complications were reported and the patient status is good.